Event description:
Per study adverse event form, this lead was explanted because it had dislodged.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized, with regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specs. The damaged outer insulation was most likely due to the explantation procedure. The analysis did not reveal any sign of a material or mfg problem.